Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the comb and ratchet gear were damaged. The comb, spring pin, ratchet gear, and screw were replaced and resolved the reported issue. The device was tested and found to be functioning to specification prior to release to the customer. The device history record was not reviewed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the device was damaged, and the ratchet handle was unable to perform the up/down motion. There was no patient involvement. Due diligence is complete as no additional information is available.